Event description:
The device was implanted in right hip in a total hip arthroplasty. Pt had constant problems including limping until they were referred by a friend to another hospital and was reevaluated. He said that the stem was loose and recommended pt have it replaced. He performed a revision operation replacing the citation at stem with a new cemented one. Pt had no problems and had a normal recovery. In 2002 pt experienced problems with their left hip. The left hip was replaced. They had a normal recovery. They are now walking without pain or limp and living a totally normal life.